Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) wa emitting tones. Upon interrogation, it was noted that this device and left ventricular (lv) lead exhibited high out of range pace impedance measurements. The system remains in service. No adverse patient effects were reported.